Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 12-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 14-apr-2026. It was reported that the patient attempted to change their cassette on the morning on (B)(6) 2026 but received repeated alarms despite using both of their remunity pumps (serial numbers: (B)(6). Troubleshooting efforts with multiple cassettes were unsuccessful and the patient subsequently experienced an interruption in therapy. The patient further reported that they had an appointment with their doctor the same day, during which time they would confirm if they should present to the hospital.